Event description:
The customer reported that the "run/stop" button on the shaver handpiece does not work and that the handpiece vibrates during use. No injuries or delays were associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for investigation. The report of the customer that the on/off button did not work was verified. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored.